Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen were going off. The insulin pump's keypad was zooming through the numbers. Customer's blood glucose level was over 400 mg/dl. She started using manual injections and stopped wearing the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with intermittent button response due to moisture damage on the keypad trace, minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.